Event description:
It was reported that shortly after the initial implant of this right ventricular (rv) lead, the patient experienced a micro-perforation, the physician performed an x-ray examination, however the perforation was not confirmed with imaging. The physician performed a pericardiocentesis on the patient pericardial effusion. This lead was removed and replaced with a passive fixation lead. No additional adverse patient effects were reported.